Manufacturer narrative:
Reported event: an event regarding pain is reported involving triathlon insert. The event was not confirmed. Method & results: product evaluation and results- product inspection - visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinical review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding pain is reported involving triathlon insert. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to patella pain. When the surgeon resected some bone from the patella, it loosened the joint so a thicker poly was used. Otherwise, there are no allegations against the revised poly. The patient was revised from a 1x9 ps poly to a 1x14 ps poly. Rep confirmed that no further information would be released by the hospital or surgeon.